Manufacturer narrative:
(B)(4). The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) generated a "rapid gas loss alarm" while in use on a patient. No adverse event has been reported.

Manufacturer narrative:
07/13/2017 03:31 pm (gmt-4:00) added by (B)(6)(B)(6) a (B)(6) field service engineer (fse) evaluated the iabp and ran all "manifolds test" successfully, and was not able to duplicate the reported issue. The fse checked the security of the connection and reported that while running tests he found that the compressor was slow to build pressure and there were over 1300 error #77 in the logs associated to the compressor (3702 hours of runtime). The fse ran regulator tests and then ran the iabp for 30 minutes; it passed the test but the iabp itself was quite hot and the pressure would build very slowly. To fix the issue, the fse replaced the compressor assembly and completed full calibration and functionality tests to factory specifications. All tests were passed, and the iabp was returned to clinical service.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) generated a "rapid gas loss alarm" while in use on a patient. No adverse event has been reported.